Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse practitioner was reported via phone call that, the customer had low blood glucose of 27 mg/dl. Nurse practitioner stated that, the customer was trying to put a low suspend on it. The customer was ok now. The insulin pump will not be returned for analysis.